Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Upon cse's arrival the refrigeration unit had no power, but when checked with a multi-meter, the cse noted 120 volts on each leg, but no 220 across legs. After evaluation of the instrument, the cse proactively ordered a refrigeration unit. The cse then discovered the connector between "xp4" and "blindo" cable at the track was not functioning. The cse eliminated the faulty connection, after which the rsm was operational. The instrument is performing according to specifications. No further evaluation of the device is required. Modules and related interface slots that were shipped to customers after (B)(4) 2014 include a power cord that has two available plugs that allow for two possible configurations. Siemens healthcare diagnostics has been informed by our supplier that the plug that is used to connect to the automation system power source may overheat. Urgent medical device correction (umdc) (B)(6). A.us was sent to customers in the united states in october 2016 and corresponding urgent field safety notice (ufsn #lai16-03.a.ous) to all outside us aptio customers. The umdc and ufsn are entitled "aptio automation modules power cord used with optional aptio modules." The umdc and ufsn explain that the plug used to connect to the automation system power source may overheat and that siemens customer service engineers will be visiting customer sites to replace the power cords.

Event description:
The 220 voltage alternating current connector between the "blindo" cable on the aptio automation track and the xp4 connector in the refrigerated storage module (rsm) was black and melted. Refrigeration was not running, as voltage was not present. Smoke was not emitted in this event. There was no impact to patient samples due to the refrigerated module being down. There are no reports of patient intervention or adverse health consequences.